Manufacturer narrative:
The initial MDR with manufacturing report number (3003442380-2025-12019), was submitted on 30-jul-2025. Upon completion of the investigation, the manufacturing date was updated as 23-may-2024. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007198, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6007198 was manufactured according to the work instruction (wi) version 97 and manufactured in the machine multivac 10 on 23/may/2024, with a total of (B)(4) units. Glue-connector lot: the lot 4e03399 was manufactured according to the (wi) version 37 and manufactured in the machine mp03 on 21/may/2024, with a total of (B)(4) units. The lot 4e03400 was manufactured according to the (wi) version 37 and manufactured in the machine mp03 on 22/may/2024, with a total of (B)(4) units. The lot 4e03402 was manufactured according to the (wi) version 37 and manufactured in the machine mp03 on 23/may/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that a non-conformance (nc) was opened during the sterilization processes actions were required. Therefore, device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: one non-conformance (nc) raised during sterilization process unrelated to complaint code, therefore, no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in mexico. It was reported that patient faced infusion set leakage event. The leakage was through introducer. No further information available.